Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse with supplemental information by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for cyanobacteria in a patient coincident with extraneal viaflex and physioneal 40 unknown bag therapies for automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with ceftazidime (1 gm, daily, ip) and a twenty one day course of prophylaxis treatment with fluconazole (50 mg, daily, orally). The nurse reported that the cause of the peritonitis was a break in aseptic technique. The physician did not medically confirm a break in aseptic technique was the cause of the peritonitis. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome was unknown. On (B)(6) 2011, the patient was discharged from hospital, extraneal viaflex and physioneal 40 unknown bag therapies were ongoing and the event of bacterial peritonitis with culture positive for cyanobacteria had resolved. The physician considered the event of bacterial peritonitis with culture positive for cyanobacteria to be unrelated to extraneal viaflex and physioneal 40 unknown bag therapies. The physician did not provide an assessment of causality for the event of break in aseptic technique.